Event description:
The report from the field indicated that: a 2.5x13mm cypher stent delivery system was noted to be leaking air during the application of negative pressure outside the pt's body. The product was not used inside the pt; there was no injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.